Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported cardiac perforation may have been related to patient anatomy. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure a cardiac perforation occurred. Nearing the end of ablation, the ablation catheter perforated the heart. The user stated the location of the perforation was near an aneurysm and the tissue was thin. A pericardiocentesis was performed to stabilize the patient however the patient needed to be transferred to the or for surgical intervention. There were no performance issues with any abbott device.